Event description:
It was reported that the stenoscope system images would display inverted. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated.